Manufacturer narrative:
Additional part replaced: oil mist filter. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to odor/smells to be "low." The catalytic converter was returned and tested. The reason for the return of the catalytic converter was confirmed. The oil mist filter was returned and tested. The reason for the return of the oil mist filter was confirmed. The vacuum pump was not returned for functional evaluation. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Event description:
A customer reported an event of an "odor/smell" emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and clear the area until the odor is gone. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The catalytic decomp filter and vacuum pump were replaced. Unit meets specifications and was returned to service on 06/16/2015.